Event description:
It was reported the patient experienced involuntary arm movements with stimulation. Fluoroscopy revealed the position of the lead toward the right side of the midline. The sjm representative was unable to resolve the issue with reprogramming as only partial coverage was captured. The patient is to consult with the physician for lead revision.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.